Event description:
It was reported that during a surgical procedure conducted at the user facility the screen froze. No clinically significant delays or adverse consequences were reported with this event.

Manufacturer narrative:
The event could not be duplicated during investigation.

Event description:
It was reported that during a surgical procedure conducted at the user facility the screen froze. No clinically significant delays or adverse consequences were reported with this event.